Event description:
It was reported that a catheter issue occurred. The target lesion was located in the right iliac vein. An opticross 35 imaging catheter was chosen for ultrasound examination of the target lesion. During the procedure, while advancing the catheter over the guidewire, the back end of the wire punctured through the sidewall of the catheter. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed sheath was damaged. Microscopic inspection revealed that the sheath was perforated and has a hole. The reported issue of guidewire stuck was confirmed. The hole was observed under magnification crossing the guidewire lumen into the surface of the sheath, and it was noticed that the surface of the material shows evidence of tearing forces related to a puncture cause by tension. Based on the direction of the tear, the force was applied from the inside of the lumen. The reported issue was confirmed.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the right iliac vein. An opticross 35 imaging catheter was chosen for ultrasound examination of the target lesion. During the procedure, while advancing the catheter over the wire, the back end of the guidewire punctured through the sidewall of the catheter. The procedure was completed with another of the same device. There were no patient complications reported.